Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted after an implant duration of five (5) years, six (6) months due to mitral stenosis. A transcatheter valve was implanted and no additional details were provided.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article - transapical valve-in-valve tavi in a patient with two failing surgical bioprostheses with edwards sapien 3 valves using a cerebral protection system summary - edwards received additional information through written article that this 25mm bioprosthetic mitral heart valve had a transcatheter valve implanted due to mitral stenosis and degeneration, secondary to calcification. A 23mm transcatheter valve was successfully implanted, reducing the mean gradient from 22 mmhg to 3.5 mmhg. The patient was transferred from the operating room to the ICU and she was later discharged on pod #14; 30-day follow-up visit was uneventful.